Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during an emergency room (ER) visit, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and observed to be in safety mode. It was noted that the patient visited the ER after a fall due to syncope. It was also noted that the patient also experienced hematoma and had pacing pauses that lasted longer than three seconds. The patient was hospitalized, and a temporary pacing wire was inserted. There were concerns that this device depleted prematurely. It was unknown if the patient had any procedures that might have caused the change to safety mode. Subsequently, a device replacement procedure was performed, the crt-p was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that during an emergency room (ER) visit, this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and observed to be in safety mode. It was noted that the patient visited the ER after a fall due to syncope. It was also noted that the patient also experienced hematoma and had pacing pauses that lasted longer than three seconds. The patient was hospitalized, and a temporary pacing wire was inserted. There were concerns that this device depleted prematurely. It was unknown if the patient had any procedures that might have caused the change to safety mode. Subsequently, a device replacement procedure was performed, the crt-p was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.